Manufacturer narrative:
Exact date unknown, event occurred about two weeks based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experiencing loss and inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) system was replaced, and patient was doing well postoperatively. The explanted device components will not be returned per facility policy.